Event description:
The customer called to report that she was in an automobile accident that caused her to be hospitalized. The customer stated that the sensor was alarming los sensor during the hospitalization. Troubleshooting was performed, and the insulin pump passed the testing. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.